Event description:
Customer hit a crack in the sidewalk with the chair. The chair allegedly flipped him over backwards

Manufacturer narrative:
The returned part could not be associated with the alleged event.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer hit a crack in the sidewalk with the chair. The chair allegedly flipped him over backwards.